Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level. The customer does not suspect the cause of the high bg was due to the pump and reportedly, met with a healthcare provider to discus the event. The customer declined to provide further information or to perform a pump system check.